Event description:
A 68-year-old male patient with co-morbid conditions of hypertension and chronic obstructive pulmonary disease (copd) underwent an ion biopsy procedure on (B)(6) 2024 and was enrolled in a post-market clinical study. Seventeen days after the procedure, the patient was hospitalized for copd exacerbation. The target nodule was a 29x27x30mm lesion located in the right lower lobe on the pleura, and the ion biopsy procedure was completed with no issues reported. The patient was discharged home shortly after the procedure with no post-procedural complications. The pathology result showed malignant adenocarcinoma. On (B)(6) 2024, the patient presented to the emergency room with shoulder pain, and his oxygen saturation levels were in the upper 80s. The patient also complained of dyspnea at rest. During auscultation, the lungs were clear with scattered end-expiratory wheezes. The patient also had been coughing up thick greenish sputum after being around multiple sick family members. The chest x-ray did not show pulmonary edema (pe) or consolidation. The patient was given 2l nasal cannula of oxygen to maintain the oxygen saturation level and was also treated with nebulizers, prednisone and antibiotics during hospitalization. The patient was discharged with the same medications and was reported as recovered on (B)(6) 2024. The study investigator assessed the event as not related to ion devices, but possibly related to the ion procedure itself and definitely related to the patient¿s existing condition(s).

Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. The system log review found that there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.